Manufacturer narrative:
Additional information: age at time of event. An event regarding loosening involving an unknown hip system was reported through review by joint replacement research for surgeon's milestone payment.the event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review:no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided.¿ additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported: "I had a loose hip and needed another surgery to replace the joint" for patient's right hip. Upon review by joint replacement research for surgeon's milestone payment, patients were noted to have had their implant removed, revised, or reoperated on.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "I had a loose hip and needed another surgery to replace the joint" for patient's right hip. Upon review by joint replacement research for surgeon's milestone payment, patients were noted to have had their implant removed, revised, or reoperated on.